Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the battery percentage of the automated impella controller (aic) dropped to 50% despite being plugged into ac power the entire time. Attempting alternate outlets did not resolve the issue. Did not. A new aic was used for patient support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D.9 and h.6 were updated accordingly due to the new information. D.3 manufacturer name should not have had a number behind it on the initial manufacturer report that was submitted. E.1 initial reporter phone was added as it was inadvertently omitted from the initial manufacturer report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: data analysis: console logs from the reported day of event are consistent with complaint and show that 2.5 hours after case start, console presented with battery failure alarm (#360), and after ac power was disconnected, the console kept operating but showed a battery level low alarm (#23). After reconnecting ac cord, battery level low alarm resolved, but battery failure alarm was unresolved. Pump was transferred to a backup console, and (B)(6) was powered down. Battery and power data embedded in ltlog files showed that at the time of event, battery 2 had diminished capacity, and individual cell voltages for battery 2 showed lover voltage for cell 4 (cell imbalance) due to failure of once of cells. Device analysis: battery failure was confirmed during testing. Results of batttery diagnostic tool indicated battery cell imbalance of 212mv and battery 2 was internally shut down, as evidenced by its battery status reading ¿terminate_charge + terminate_discharge¿.